Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface printed circuit board and installed updated software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a restart error message. No pt injury was reported.